Event description:
It was reported that the patient experienced a stroke, persisting 24 hours after the procedure.a farawave pfa catheter was selected for use. It was reported that the event occurred in the post-procedure period prior to discharge. All preparation of the device was correctly performed, with no catheter issues identified. The faradrive sheath was properly aspirated and flushed during and after each insertion and removal, and the sheath remained intact throughout the procedure. The activated clotting time (act) was maintained above 300 during the entirety of the procedure, under an uninterrupted anticoagulation regimen. Pre-procedural evaluation using ice confirmed no evidence of thrombus/clot or anomalous findings within the patient's heart. The procedure was performed under general anesthesia (ga), and no fibrin or coagulant was observed on the tip of the catheter. Boston scientific transseptal devices were used and no malfunctions or issues were reported. Imaging with MRI confirmed the presence of a stroke, although the exact findings are unknown. Following diagnosis, no further medical or surgical interventions were required, as symptoms showed improvement. The patient was admitted beyond the standard of care and the patient is expected to fully recover. No further information was provided.

Manufacturer narrative:
Patient information was not available at the facility. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is obtained, a supplemental report will be submitted.